Event description:
The customer reported that during a hysterectomy, the surgeon was no longer able to open the jaws of the device after hearing a cracking noise when closing the jaws. The surgeon cut the tissue around the device in order to remove it. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.